Event description:
After 10-15 minutes of prepping the anterior teeth for a veneer and crown procedure the bur just fell out of the chuck with no warning and landed in the back of the patient's throat and the patient swallowed it. The patient was referred to an urgent care facility for an x-ray to locate the bur and confirm that the bur was not aspirated. The x-ray confirmed that the bur was not aspirated but was ingested. The bur was found in the digestive tract. The doctor did have a follow-up consultation with the doctor and was reported to be fine. The bur was reported to have been passed without complication.